Event description:
On (B)(6) 2010 the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012 CT showed a proximal type I endoleak. No aneurysm growth was reported. On (B)(6) 2012 a reintervention was performed. Ten anchors with an aptus device were implanted and the endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.